Event description:
It was reported that the insulin pump alarmed unexpected restart. The customer removed the battery and reinserted it and it was not turning on. Customer was asleep when the alarm occurred. He changed the battery and the display is blank. The insulin pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery and is not recurring during normal pump use. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to clean the battery cap and reinsert the battery; the display did not return. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.